Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the bottom cover of the mobile power unit (mpu) had cracks.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the mobile power unit housing was confirmed via visual analysis. The heartmate mobile power unit (serial #: (B)(6)) was serviced at the abbott european distribution center (edc) and no log files were submitted. The bottom housing cover of the unit had cracks. The mpu was able to boot up as intended. The bottom cover was replaced. The mpu was able to pass all stages of functional testing. The mobile power unit was placed in the rental pool after being serviced. The root cause of the reported damage was unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance (qa) specifications prior to being shipped on 25apr2017. Heartmate iii instructions for use (rev. G) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. G) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use (rev. G) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. G) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.